Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was product with bad connection. There were four occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the personnel extra found several products with a bad connection between the tubular and the pre-mounted tube holder of the pbbcs pah through which blood can flow out.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was product with bad connection. There were four occurrences. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the personnel extra found several products with a bad connection between the tubular and the pre-mounted tube holder of the pbbcs pah through which blood can flow out.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, leakage with the incident lot was observed. Additionally, testing of the customer samples was conducted and leakage was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.